Event description:
It was reported that during an indirect decompression spacer implant procedure, upon deployment of the spacer, the device broke and the top portion separated from the device body. The broken spacer was removed from the patient and a new spacer was successfully implanted in the patient. The broken spacer will not be returned as the medical facility has retained the device.